Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was not penetrating to receive insulin causing high blood glucose and it was corrected by multiple daily injection event on (B)(6) 2026.